Event description:
It was reported by service report that the touch screen was only working intermittently. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Loose cable connection in footboard.